Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. The helix would not extend at this time due to distortion and fracture of the distal conductor within the connector (overstress). Dried blood in the tip end of the distal conductor may have prevented torque transfer when the is-1 pin was rotated and contributed to the fracture. The helix would not extend at this time due to the distortion and fracture of the distal conductor within the connector (overstress). Dried blood in the tip end of the distal conductor may have prevented torque transfer when the is-1 pin was rotated and contributed to the fracture.

Event description:
It was reported that during the implant procedure, leads ((B) (4)/ (B) (4)) broke. The devices were not implanted. No patient complications have been reported as a result of this event.